Event description:
It was reported that during routine generator changes, the set crew was stripped. The right ventricular (rv) lead was unable to be removed from the header. The pacemaker was explanted and replaced. The rv lead was cut and capped. New pacemaker and rv lead were implanted. The patient was stable throughout.